Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an acute subdural hematoma and bleeding on (B)(6) 2021. They reported left upper thigh numbness along with gait issues while participating in physical therapy. Upon further examination it was noted that the patient had left oropharynx weakness. A head computed tomography (CT) scan was performed which showed left-sided 1.3 cm acute on chronic subdural hematoma with minimal midline shift. The patient¿s anticoagulation was held and burr hole drainage was performed. This issue was considered resolved without sequelae on (B)(6) 2021. The patient experienced atrial fibrillation on (B)(6) 2021. They had heartrates of 120-140 bpm and were loaded with digoxin. They then exhibited a proper response of decreased heartrate. No clinical compromise was documented in association to event and the patient was ongoing/stable. The patient experienced a non-perioperative myocardial infarction on (B)(6) 2021. The patient was noted to have increasing chest/shoulder pain. Their troponin levels were at 0.30 ng/ml, which was consistent with myocardial injury. Electrocardiogram (EKG) showed atrial fibrillation, intraventricular conduction block, and t-wave abnormality, indicative of lateral ischemia. This was considered resolved without sequelae on (B)(6) 2021.

Event description:
It was reported that the patient had a history of cardiac arrhythmias prior to implant. The patient was stable and discharged from hospital with appropriate anti-arrhythmic management.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient was implanted with (B)(6) on (B)(6) 2021. On (B)(6) 2021, the patient reported thigh numbness, gait issues, and oropharynx weakness. A head computed tomography (CT) scan demonstrated an acute on chronic subdural hematoma with minimal midline shift. The patient¿s anticoagulation medication was held, and the patient had a burr hole drainage performed. The hematoma resolved on (B)(6) 2021 without sequelae and was considered to be unlikely related to the device. The patient experienced atrial fibrillation on (B)(6) 2021 with heartrates of 120-140 beats per minute, the patient was loaded with antiarrhythmic medication, and the patient¿s heartrate decreased. No clinical compromise was noted in association with the atrial fibrillation. It was reported that the patient had an implantable cardioverter defibrillator implanted prior to (B)(6) for a history of cardiac arrhythmia. On (B)(6) 2021, the patient experienced events consistent with myocardial infarction. The patient experienced left shoulder/chest pain related to the myocardial infarction, and an electrocardiogram demonstrated atrial fibrillation, intraventricular conduction block, and t-wave abnormality. The myocardial infarction resolved without sequelae on (B)(6) 2021 and was considered to be not related to the device. The patient was ultimately discharged in stable condition with appropriate antiarrhythmic medication. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU) lists stroke, bleeding, myocardial infarction, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03jun2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists stroke, bleeding, myocardial infarction, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 6 also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.